Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the inside of the subject device and found the traces of detergent leaking. However the subject device had been already repaired on-site, therefore omsc could not checked the damaged detergent tube. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to following. - at the initial stage or during repair work, fine cuts and scratches were generated on the tube, which gradually spread due to vibration during use.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that there was a crack near the connection between the detergent tube and the detergent nozzle, and the detergent was leaking from there. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.